Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: the rpms were noisy, control bar loose and not in the correct position, reciprocating arm damaged, poppet spring damaged, adjustment cams not flush, ball plunger not in correct position, and dowel pins not flush and the control bar was adjusted and worn components replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is completed and there is no additional information available.